Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The broken door was identified during visual inspection. The cause of the condition was unknown. To correct the condition, the pump head door assembly and door latch were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.